Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head would not interrogate and additionally noted that it failed its uplink test and that its upper case lens was broken. When the cable was replaced with a known, good cable the device did interrogate and passed functional testing. The device was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was unable to communicate with or interrogate devices, even after attempting with multiple programmers. The issue with the rf head was noted after over four hours of being connected to a powered-on programmer. The rf head has been returned for destruction, as it has already been replaced. No patient complications have been reported as a result of this event.